Manufacturer narrative:
Exemption number e2015012. B. Braun medical inc (importer) is submitting this report on behalf of b. Braun avitum ag (manufacturer). This report has been identified as b braun avitum internal report # (B)(4). It was reported that on (B)(6) 2017 a patient in the intensive care unit (ICU) for an unrelated condition was receiving dialysis with the above-mentioned dialog+ dialysis machine via a fistula access. The patient pulled out the venous needle but the dialog+ machine continued to run at 400 ml/min blood flow without alarms. Within one to two minutes, the dialysis nurse noted large amount of blood in the bed and she was able to tend care. At the time the nurse saw the blood she called for help and there was another hemodialysis (hd) nurse on the unit, he was able to hold pressure while primary hd nurse returned the patient. The arterial line was switched to the venous needle in order to return the patient's blood. At this time the blood pressure (bp) was checked and found to be in the 30s/ palpable. The patient was pulseless electrical activity (pea) and a code was called. Return of spontaneous circulation (rosc) was obtained and the patient was able to transfer out of the ICU. This patient was discharged from the hospital on (B)(6) 2017 with no apparent neurological sequelae. The analysis of the trend data record showed an uneventful preparation phase. 56 minutes after therapy started, the venous pressure dropped suddenly. This was probably the time when the needle dislodged. Since the venous pressure did not drop below the lower venous pressure limit, no alarm was triggered. Three minutes later the alarm "arterial pressure - lower limit" was triggered since the arterial pressure had dropped from -180 mmhg to approx. -400 mmhg. The dialog+ machine triggered an alarm, the blood pump stopped and the dialysis fluid system switched into bypass (patient-safe condition). The cause for this alarm is not apparent from the trend data. Some seconds thereafter the alarms "venous pressure lower limit - check access" and "venous pressure lower limit - supervisor (sup - value monitored by the machine)" were triggered. Consequently, the dialog+ machine remained in the patient-safe mode. The time which elapsed between the drop of the venous pressure until the dialog+ machine alarmed and stopped was 3 minutes and 12 seconds. At a blood flow of 400 ml/min as in this therapy, the blood loss was calculated to be 1280 ml. The trend data analysis coincides with the customer's description. In addition, the evaluation of the trend data record does not give any evidence of a malfunction of the dialog+ dialysis machine. A dialysis machine can detect a venous needle dislodgement only if the venous pressure drops below the lower venous pressure limit. If only a small or no pressure change may occur and the venous pressure does not fall below the lower limit, the venous pressure monitor might not detect and alarm a venous needle dislodgement. Therefore, the operator has to monitor the access side carefully. In addition, the lower alarm limit for venous pressure monitoring should be set as closely to the current value as possible (e.g. 20 mm hg). These characteristics of a dialysis machine and the consequences are outlined in the guideline for safe operation of medical equipment used for hemodialysis treatments (iec/tr 62653 edition 1.0 2012-06) chapter 5.3.1 and 5.3.3. The instructions for use of the dialog+ dialysis machine warns the user in chapter 5.3. As follows: risk to patient due to blood loss if cannulas get disconnected or slip out! Standard monitoring function of the dialysis machine cannot safely detect that such a situation has arisen! - ensure that the access to the patient always remains fully visible during therapy. - ensure that cannulas are adequately fixed. - regularly check patient access. - venous lower limit should preferably be > 0 mmhg since there is no malfunction of the dialog+ dialysis machine complained in the current case, no further actions will be taken. Since there is no product deviation, no measures will be initiated.

Manufacturer narrative:
Exemption number e2015012. B. Braun medical inc (importer) is submitting this report on behalf of b. Braun avitum ag (manufacturer). This report has been identified as b. Braun avitum internal report #(B)(4). Initial information was received from the facility biomed. The machine trend file and additional information has been requested from the facility and the investigation is on-going at this time. A follow up report will be provided when the evaluation results are available.

Event description:
As reported by the user facility: the machine was running in therapy. A needle dislodgment occurred and the machine did not alarm. Patient was in ICU for an unrelated condition. Patient was receiving dialysis via fistula access. The patient pulled out the venous needle. The machine continued to run without alarms. The dialysis nurse noted blood in the bed and the arterial line was switched to the venous needle to return to the patient. Patient was discharged from hospital on (B)(6) 2017.